Manufacturer narrative:
(B)(4) - the event occurred sometime in december, 2015 or january, 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access intravenous set had air in its line. This occurred after priming and caused an air in line alarm on a sigma spectrum infusion pump. The reporter stated that tapping and inverting the line resolved the issue. The report indicated that there were no issues with the pump. It was not specified if a patient was connected when this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.